Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the electrical connector fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the remote control button cracked, the electrical connector corroded, the lg cable connector corroded, the shield cover corroded, the objective lens unit scratched, the distal body dirty, the insertion flexible tube attaching nut loose, the r/l lock knob improper adjustment, the angulation-down angulation decrease, the angulation-down angulation decrease, the angulation-left angulation decrease, and the angulation-up angulation decrease ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).